Manufacturer narrative:
A beckman coulter customer technical support specialist assisted the customer over the phone. An operator sustained injury on their finger during troubleshooting sl11 error on the power express. The cause of the injury was due to operator use error. The operator's finger was crushed with the door when attempting to remove a stuck carrier. The operator did not follow safety caution before attempting to clear error. Per the power express general system operation pn b31448aj (march 2022) it states: "always operate the system with all shields and doors in position and secured to avoid injury." If sample tubes tip over, contamination of samples and the loss of the contents of the sample tubes can occur. Work carefully when handling sample tubes and carriers or racks with open tubes as part of any error recovery procedures. Chapter 4 ¿ error recovery procedure, caution statement states that "even when the system is stopped or in pause mode, the air system is still active and applies constant air pressure to various assembly components. This can cause unexpected movement of assembly components in various power express modules, which can create a moving part or pinch hazard. For more information regarding this hazard for specific power express modules, see the caution note on page 1 of the error recovery procedures chapter in the corresponding IFU." The operator received medical attention immediately following the injury. Due to injury the operators finger became swollen, laceration of skin occurred and bleeding at the side of the knuckle was reported. As a result of the injury the operator had to wear a splint for a few days. The operator returned to work to full duty after a few days. No further harm to the patient was reported. Section a2, a4, and a5: information not applicable as no patient involvement. The beckman coulter identifier is (B)(4).

Event description:
The customer reported an operator sustaining injury on their finger when performing troubleshooting for sl211 error on the power express. The operator inserted her finger into the shuttle door, to remove stuck carrier and door closed crushing finger. The operator received medical attention immediately following the injury. The operator was taken to the emergency room (ER) where an x-ray was performed on their hand. The x-ray confirmed that the finger was not broken. As a result of the injury the operator had to wear a splint for a few days, then later return to work to full duty. No additional harm to the patient was reported.

Manufacturer narrative:
A beckman coulter customer technical support specialist assisted the customer over the phone. An operator sustained injury on their finger during troubleshooting sl211 error (storage module shelf error code) in the stockyard unit of the power express. The cause of the injury was due to operator use error. The operator's finger was crushed with the door when attempting to remove a stuck carrier. The finger became trapped in the pneumatic door, and the emergency button did not release the door. The door had to be forcefully opened with screwdriver by another operator. The operator did not follow safety cautions before attempting to clear error. Per the power express general system operation pn b31448aj ((B)(6) 2022) it states: "always operate the system with all shields and doors in position and secured to avoid injury." If sample tubes tip over, contamination of samples and the loss of the contents of the sample tubes can occur. Work carefully when handling sample tubes and carriers or racks with open tubes as part of any error recovery procedures. Chapter 4 ¿ error recovery procedure, caution statement states that "even when the system is stopped or in pause mode, the air system is still active and applies constant air pressure to various assembly components. This can cause unexpected movement of assembly components in various power express modules, which can create a moving part or pinch hazard. For more information regarding this hazard for specific power express modules, see the caution note on page 1 of the error recovery procedures chapter in the corresponding IFU." The operator received medical attention immediately following the injury. As a result of the injury the operator sustained finger laceration and had to wear a splint for a few days. The operator returned to work to full duty after a few days. No further harm to operator was reported. Section a2, a4, and a5: information not applicable as no patient involvement. The beckman coulter identifier is (B)(4).

Event description:
The customer reported an operator sustaining injury on their finger when performing troubleshooting for sl211 error (storage module shelf error code) in the stockyard unit of the power express. The operator inserted her finger into the shuttle door, to remove stuck carrier and door closed crushing finger. The operator received medical attention immediately following the injury. The operator was taken to the emergency room (ER) where an x-ray was performed on their hand. The x-ray confirmed that the finger was not broken. Due to injury operator had swollen finger with laceration on skin, and bleeding from knuckles. As result of the injury the operator had to wear a splint for a few days, then later return to work to full duty. No additional harm to the patient was reported.